Manufacturer narrative:
Additional information is being requested from the field. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. It was noted there was a shock impedance measurement of zero the previous day. The patient was brought into the clinic in which the measurement was unable to be recreated. It was noted that the patient had physical therapy that day with a transcutaneous electrical nerve stimulator. Technical services discussed electromagnetic interference and recommended another remote check soon to verify impedance measurements. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.